Event description:
It was reported by the customer that their probe would start rotating and when the cutter reached the sample aperture it would stop. The customer stated they tried several probes and turned the unit off several times to re-boot the system and the same thing happened again. The white adapter on the control module had come off completely and the other dc adapter would spin continuously. The breast was pierced and the physician had started the biopsy but was unable to retrieve any specimens.